Event description:
It was reported that there were concerns regarding the operation of this pacemaker. Technical services (ts) reviewed device data and noted intermittent ventricular sensing and pacing, but otherwise normal device operation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were concerns regarding the operation of this pacemaker. Technical services (ts) reviewed device data and noted intermittent ventricular sensing and pacing, but otherwise normal device operation. This device remains in service. No adverse patient effects were reported. Additional information was received that no programming changes were made and this device is currently operating appropriately. This device remains in service. No adverse patient effects were reported.